Manufacturer narrative:
Pump was received with blank display due to broken solder joint of power connector on interface board. Unit had minor scratched lcd window and cracked display window corner. (B)(4).

Event description:
Customer reports to have dropped insulin pump causing pump to not function. Customer realized she was priming with reservoir still in pump. When customer attempted to remove reservoir, insulin pump was dropped and was not able to turn back on. Customer was advised that insulin pump would need to be replaced. No further information provided.